Event description:
Report 1 of 2 received of a tubing rupture during use with a power injector. It was reported that 130ml of isovue 370 contrast media was being injected via a power injector at 3.5ml per second through a locking blunt cannula connected to the t-connector of a macrobore extension set. The extension set was clamped off proximally via the slide clamp to prevent back-flow. Reportedly, the extension set ruptured approximately 1/4 inch from the t-connector. As a result, it was reported that small amount of contrast media spilled onto the patient's cheek. Approximately 100ml of the contrast had infused at the time of the tubing rupture and the CT study of the chest was successfully completed. The IV access site was "capped off" and remained patent. The customer reported that there were no adverse pt effects. Though requested, no additional information was provided.